Event description:
Pico was place over total hip incision. Everything was fine initially. When checked, the nurses and patient were complaining that the pico device kept buzzing constantly. The green "ok" light was blinking. There were no leaks in the dressing and there was very little exudate in the dressing. We did notice that there was moisture on the inside of the pico tubing and also where the pico tube connects to the device.